Event description:
A vaxcel pasv port was implanted for the infusion of therapeutic medication. A vaxcel standard port was implanted for the infusion of therapeutic medication. During placement, the peel away sheath would not separate at the perforation. The procedure was completed with the defective device.